Event description:
On (B)(6) 2025, the agent documented that the user reported their ilet screen was unresponsive despite a full battery and cleaning attempts. The user noticed visible lines and a crack on the screen, rendering it unusable. No injury was reported. The agent recommended reverting to backup therapy and initiated the replacement process. The user was advised to continue using the continuous glucose monitor (cgm) with the dexcom app or receiver until replacement. Blood glucose (bg) was not affected by this event. No patient medical intervention reported during the event at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.